Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: foreign objects found in the air/water tube, the air/water cylinder, and the jet tube. A root cause could not be identified regarding the customer's allegation. The additional identified malfunctions related to white foreign material were determined to be a known inherent risk, which indicates that the reported adverse event is known and documented in the labeling, and all reasonable mitigation steps have been taken. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope exhibited no image. The issue was found during inspection for use. There were no reports of patient involvement.